Event description:
Prefilled sterile water syringe is not measured to amount of fluid needed for standard-20cm suction- leading to overfilling. Inaccurate amount of fluid. No way to know how much to place in. Water seal chamber overfilled, unable to determine if airleak is present and delays patient discharge from hospital. Manufacturer response for bottle, collection, vacuum, pleur-evac (per site reporter). Multiple issues relayed since switching to this product. Response: education.